Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited suboptimal parameters in numerous locations. On the sixth repositioning, after pulling the tethering strings and locking the device using the button, they attempted to recapture the micra and saw that it was freely floating in the middle of the ventricle. The locking button was not working properly. Therefore, they had to maintain tension on the tethers and recapture the device manually, as the locking mechanism had failed. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the thresholds were noted to be high on the device during the implant procedure

Manufacturer narrative:
Correction: d4 and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pericardial effusion the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. There was a deployment issue with the delivery system. There was a mechanical problem with the outer shaft of the delivery system. The delivery system outer shaft was bent. There was a mechanical problem with the inner shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The outer shaft was bent at 5 cm from the distal end of the delivery system. The device was not able to be deployed as there was too much dried blood between the inner shaft and outer shaft as to not allow the inner shaft to move within the outer shaft for proper deployment. There were no anomalies found with the tether of the delivery system. There were no anomalies found with the tether lock of the delivery system. There were no anomalies found with the distal edge of the device cup of the delivery system. After much manipulation of the inner and outer shaft, dried blood had dropped down into the device cup area behind the recapture cone within the device cup and eventually allowing the recapture cup to deploy but with much resistance due to the dried blood. There were no anomalies found with the deployment button of the delivery system. D9: yes, return date: 28-jul-2025 h3: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.